Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged battery malfunction was verified. Functional testing was performed and no failure was identified related to the reported blood glucose event.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump could not be charged despite the attempt of multiple wall adapters. The customer¿s blood glucose (bg) level was 300 (mg/dl) and a bolus via the pump was delivered to address bg level. The customer stated the cause of the elevated bg level was unknown and declined troubleshooting with tandem technical support for the elevated bg level. Reportedly the customer would continue to use the pump for insulin therapy.